Event description:
The patient was trying to use their handheld equipment to connect to their stimulation and they powered up the communicator. When they placed the blue side of the communicator on their left side upper buttock, they felt a shocking around where their cardiac pacemaker is implanted. The patient noted that they had not yet tapped on the find device button. They only had their communicator against them and felt the shocking and removed it from their body and the shocking stopped. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).